Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient needed to schedule an MRI. Walked caller through how to put the device into MRI mode and deactivate MRI mode. The patient mentioned it seems like they has to charge the stimulator an awful lot. Patient also mentioned the therapy keeps shutting off on its own for a good year maybe even longer. Reviewed if the battery gets too low and doesn't charge it before it gets to a certain level it won't have enough battery to support the therapy.